Manufacturer narrative:
Corrected information has been provided in h3. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
(B)(4): (B)(6) 2025 - pt will go for a CT abd/pelvis to check for a bleed. Systemic heparin is paused due to concerns for bleeding. (B)(4): (B)(6) 2025 - surgery was consulted yesterday for gi bleed but pt ended up sealing the bleed off on its own. Pt did receive 5 units prbc total yesterday.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
No product was returned for investigation. Major bleed: surgery was consulted yesterday for gi bleed but pt ended up sealing the bleed off on it's own. The root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Renal failure: the cause of the renal failure was not determined due to insufficient clinical details. Additional information were provided in d6b (explantation day/month/year), h6 (health effect - impact code & health effect - clinical code).

Event description:
An impella 5.5 device was inserted via the right axillary surgical approach in a 69-year-old male patient presenting with acute decompensated chronic cardiomyopathy, severe heart failure with reduced ejection fraction (10¿15%), and cardiogenic shock, classified as society for cardiovascular angiography and interventions (scai) stage e shock. The device was placed as a bridge to decision while the patient was undergoing evaluation for durable left ventricular assist device (lvad) versus heart transplantation. While on support, the device functioned as intended p-6, with 3.7 flows on purge solution d5w with sodium bicarbonate. The patient developed a gastrointestinal (gi) bleed. Systemic anticoagulation was paused due to concern for bleeding, and surgical consultation was obtained. The patient received a total of five units of packed red blood cells and the gi bleed subsequently self-resolved. It was also noted that the patient had increased creatinine and decreased urine output. During support, a "purge disc not detected" alarm was observed on the automated impella controller. The alarm appeared spontaneously and self-resolved without intervention. Purge system parameters, including purge pressure and purge flow, remained within normal limits and at baseline, and there was no interruption of impella support or associated patient instability. Due to the patient¿s limited functional status and inability to perform activities of daily living, the advanced heart failure team determined that the patient was not a candidate for durable lvad or heart transplantation. The impella 5.5 device was subsequently removed, and the patient was transitioned to comfort-focused care, with plans for hospice placement. Upon follow up, the patient expired while on hospice care.

Manufacturer narrative:
This MDR is submitted to correct information previously reported in b1, b2, b5 and h1. Upon further review, the report type selected in the prior submission was determined to be incorrect. All related fields have been updated accordingly to accurately reflect the appropriate reportable event type.

Manufacturer narrative:
The investigation for the reported major bleed and renal failure has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the major bleed and renal failure could not be determined.